Manufacturer narrative:
Reader mfgd224-t5837 has been returned and investigated. Visual inspection has been performed on the returned reader and no issue was observed. Reader turns on with home button. Connected the reader to a computer using a usb (universal serial bus) cable and observed ¿connected to pc¿ message. Message was not observed when the reader was unplugged. Therefore, the issue is not confirmed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. A "connected to pc" message displayed when the device was not connected to a computer, and customer was unable to obtain readings. As a result, the customer experienced loss of consciousness. The customer was unable to self-treat due to symptoms requiring hcp administration of unknown IV medication. No further treatment was reported. There was no report of death or permanent impairment associated with this event.